Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A g7 dual mobility liner was returned and evaluated against the complaint. The liner was assembled with the shell at the beginning of the evaluation. The dimple of the liner is not flush with the outer radius of the shell. In the same regard, the lip of the liner protrudes beyond the plane of the shell's opening. Nicks and dings were observed on the taper and rim of the liner. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-0302.

Event description:
It was reported g7 dm used for thr. Dm liner could not be seated despite surgical technique being followed. G7 dm liner and cup had to be removed and a cemented avatage required to achieve stability.